Event description:
A nurse supervisor reported the system was occluding while using the irrigation/aspiration (I/a) handpiece. Following a delay of less than 15 minutes, an alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and no problems were found. The company rep advised the customer to check the I/a handpiece o-rings. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system event log was reviewed and no related issues were observed. The customer reported event of an occlusion was not able to be confirmed. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).